Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012284747 was returned and analyzed. Visual inspection was performed. The catheter was received without the guidewire threaded through. The guidewire lumen was received fully extended, and with a deformed array loop assembly. The guidewire lumen was kinked at the tip. The shape of the catheter array was not inverted but the proximal arm was tilted and longer than expected. X-ray and optical inspection were performed. X-ray imaging confirmed the integrity of the nitinol array wire was properly attached at the tip and the dual lumen. The electrode wires were intact without breakage or detachment from the electrodes. Mechanical verification of steering and slide mechanisms was performed. Stiffness in the slide control function was encountered, yet it was still operational. The steering function was normal, with the distal catheter tip responding with expected rotation in both directions. Catheter identification and ablations were performed. The catheter was reprogrammed before conn ection to the generator via a catheter interface cable, and therapy deliveries were successfully performed. In conclusion, the reported issue of "array kinked" was not confirmed through testing. The catheter failed the returned product inspection due to the guidewire lumen being kinked at the tip and the proximal arm being tilted and longer than expected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the catheter was removed from the patient without being captured with the introducer tool. The slider tool was not fully extending and the tip of the array kinked. After force was applied, the array was able to be retracted into the introducer tool. Despite the issue, the case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.